Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 01jan2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 26jan2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Initial reporter address: (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The placement was difficult because there was a lot of gas. Two weeks after the procedure, the patient was having urinary discomfort, problems with bowel movements, frequency, and perineal pain. The patient was treated with empiric antibiotics. Magnetic resonance imaging (MRI) shows a fluid collection that was significantly larger and it was concerning for a peri-prostatic abscess, the patient has been on antibiotics for 9 days and seemed incompletely responsive to treatment. Interventional radiologist will drain the abscess. The patient is receiving cipro-flagyl and was advised to wait 7-10 days of specific antibiotics before starting high dose rate (hdr) brachytherapy. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 26jan2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block e1: initial reporter address: (B)(6). Block h6: clinical code e 9000 captures the reportable event of abscess evaluation conclusion code d17 is being used in lieu of an adequate code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The placement was difficult because there was a lot of gas. Two weeks after the procedure, the patient was having urinary discomfort, problems with bowel movements, frequency, and perineal pain. The patient was treated with empiric antibiotics. Magnetic resonance imaging (MRI) shows a fluid collection that was significantly larger and it was concerning for a peri-prostatic abscess, the patient has been on antibiotics for 9 days and seemed incompletely responsive to treatment. Interventional radiologist will drain the abscess. The patient is receiving cipro-flagyl and was advised to wait 7-10 days of specific antibiotics before starting high dose rate (hdr) brachytherapy. Additional information received on february 28, 2022: prior to the procedure, there was rectal gas that made the procedure more difficult due to poor visualization. The physician noted the infection was due to the procedure. The patient spontaneously passed some blood from the rectum and is reported to feel better. It is possible there was a fluid collection that has mostly been passed. The patient is seeing a gastroenterologist to evaluate if additional drainage is needed. The patient will proceed with radiation therapy. There was no medical history that would have made placement more difficult.